Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited inappropriate anti-tachycardia pacing (atp) and two shocks as a result of the patient heart rate correlating to the morphology programmed to deliver therapy. Technical services (ts) was consulted and recommended device reprogramming. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited inappropriate anti-tachycardia pacing (atp) and two shocks as a result of the patient heart rate correlating to the morphology programmed to deliver therapy. Technical services (ts) was consulted and recommended device reprogramming. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received and anti-tachycardia pacing (atp) and rhythm acceleration due to atp was suspected during a ventricular tachycardia (vt). Technical services (ts) reviewed the case and was not able to confirm the rhythm acceleration. This ICD remains in service. No adverse patient effects were reported.